Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation of a saphenous vein graft to the diagonal artery. A 2.8 x 16 mm graftmaster could not cross the lesion due to the tortuous anatomy. A balloon catheter was able to cross and inflated, sealing the perforation to successfully complete the procedure. The patient is doing fine. There was no clinically significant delay in procedure. No additional information was provided.